Event description:
It was reported that pump constantly alarms for a system error 322 - "link switch error (low)." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned for eval. Ec322 could not be reproduced but was confirmed during the review of the event history log. The device was found to be within specification; however, the upper and lower auxiliary assemblies were replaced due to the evidence of ec322 in the event history log. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.